Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to physical stress caused by the hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, the adhesive around light guide (lg) lens peeled off and moisture entered inside of lg-lens and caused corrosion. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use chapters: "chapter 3 preparation and inspection shows how to detect the event" and "chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and additional issues were identified: the air/water cylinder and the suction cylinder had discoloration, the plug unit was damaged, the plastic distal end cover had a chip, the objective lens and light guide lens were scratched, and the connecting tube had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported, that the evis exera iii colonovideoscope was returned for device evaluation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the connecting tube and lens guide had foreign material. Foreign material was found lodged in some scratches of the connecting tube, and it was not possible to confirm the type of material. However, it is most likely the result of insufficient reprocessing and the fact that the inside of the lens guide was dirty. This report is to capture the reportable malfunction of a foreign substance found on the connecting tube and lens guide noted at estimation.